Event description:
Customer reported that their pump screen was not turning on. There was no reported impact to the customer¿s blood glucose level. Technical support guided the customer through troubleshooting steps, which did not succeed in turning the pump on, and since the pump was out of warranty, it was not replaced. Meanwhile, the customer switched to using multiple daily injections as a backup insulin therapy.